Event description:
The unit was returned because it would not heat.

Manufacturer narrative:
The user reported that the unit did not work. Our investigation found a small cut in the cord that could have exposed the user to bare wire. The pad showed signs of excessive folding which could lead to breaking the cord. A CAPA project (B)(4) has been initiated to reduce the occurrence of this issue. We concluded that this report was attributable to misuse on the part of the consumer.